Manufacturer narrative:
Per the service inspection, it is likely fluid was spilled onto the plug of the device where it mates with the wall outlet, causing the event.

Event description:
It was reported that during docking the device after a surgical procedure the device short circuited and sparked. No medical intervention and no adverse consequences were reported with this event. As this event occurred after a surgical procedure, there was no patient involvement and no delay to a surgical procedure.